Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic sphincterotomy (est) procedure. The subject device broke when high frequency was output. The procedure was completed with an olympus back-up device. There were no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the covering of the knife wire was peeled and dislodged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the knife wire breakage: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Based on the results of the investigation, it is likely the following led to the malfunction of the peeling and dislodging of the knife wire covering: it can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.